Manufacturer narrative:
The reported oad was received along with a guide wire for analysis. The oad driveshaft was fractured at the proximal edge of the crown. The fractured oad driveshaft sections were analyzed with scanning electron microscopy (sem). Sem analysis identified fatigue striations at the site of the fracture. It is hypothesized that this driveshaft underwent excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape, although the exact root cause is undetermined. No damage was observed on the guide wire. The guide wire was passed through the oad driveshaft and handle with no resistance. The oad spun on all speeds and functioned as intended. At the conclusion of the device analysis, the reported event of a driveshaft fracture was confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The diamondback coronary oas instructions for use states, "never force the crown if any resistance is felt within the vessel as vessel perforation may occur. If resistance is felt, retract the crown, while monitoring the cause of the resistance, and immediately stop treatment. Use fluoroscopy to analyze the situation and to monitor the cause of the resistance." (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was selected for treatment of a 90% stenosed lesion with 270 degrees of calcium in the left circumflex artery. The vessel was 3.0mm in diameter with moderate tortuosity. The lesion was crossed using glideassist mode. Four treatments on low speed were performed in a distal to proximal direction. Imaging was performed and two additional treatments were performed. On the seventh treatment, the oad driveshaft fractured. A micro snare was used to retrieve the fragment. The procedure was completed with balloon angioplasty and stent placement. The patient was in good condition following the procedure.